Manufacturer narrative:
Correction: b1 and b2 should have included these options in the previous report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited high impedances. During procedure, it was noted that the lead also exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2020. The patient was stable.